Manufacturer narrative:
(B)(4). Concomitant medical products: 163661 ¿ cocr modular head ¿ 561000, cp155335 -- hexloc customer liner -- 024820, unknown stem ¿ part and lot unknown. Reported event was not confirmed. Photographs of explanted head, cup and liner were provided. The liner was damaged and was attached to the shell. Bio debris was affixed to the liner and the shell. It is unknown if the liner damage happened in vivo or during removal. Radiographs were provided and reviewed by a health care professional. Review of the available records identified slight eccentric positioning of both the acetabular cup as well as the femoral stem. Review of the device history record identified no deviations or anomalies that would contribute to this event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a hip revision approximately 11 years post initial implantation for a head a liner exchange. Subsequently, patient underwent a second revision approximately 17 years later due to instability. The surgeon replaced the cup and liner with a competitors devices and replaced the head component with a new zimmer biomet device. No further event information available at the time of this report.